Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and one moth later was admitted to hospital due to bleeding. This bleeding occurred for 4 months. She also bled with bowel movement and presented ovarian cyst rupture. These events, seen as genital bleeding and haematochezia and ovarian cyst rupture, are serious due to medical importance. Genital bleeding is listed while the other events are unlisted in the reference safety information for essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. In this case, given compatible temporal relationship and event's nature, causality between bleeding and essure use is assessed as related and since the consumer was hospitalized due to this bleeding, this case is regarded as incident. Regarding haematochezia and ovarian cyst rupture, considering that essure acts locally in fallopian tubes, causal relationship between the reported events and suspect insert use is very unlikely. Other non-serious events were informed. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 02-dec-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent contraception. The consumer experienced bleeding for 4 months after essure insertion. She was admitted to hospital about one month after essure inserted ((B)(6) 2013) due to bleeding even with intercourse. Even if she had slow sex it felt like pulling her insides out (as reported). She went to the emergency room several times due pain and was treated with tramadol. She had irregular spotting still - she spotted on (B)(6) 2015 and it lasted one day. She was in constant pain and cramping, including severe and constant stomach pain. She said she could also bleed with a bowel movement and sometimes she would sleep and it would quit. She also stated she had an ovarian cyst rupture. The consumer wanted essure removed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and one moth later was admitted to hospital due to bleeding. This bleeding occurred for 4 months. She also bled with bowel movement and presented ovarian cyst rupture. These events, seen as genital bleeding and haematochezia and ovarian cyst rupture, are serious due to medical importance. Genital bleeding is listed while the other events are unlisted in the reference safety information for essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. In this case, given compatible temporal relationship and event's nature, causality between bleeding and essure use is assessed as related and since the consumer was hospitalized due to this bleeding, this case is regarded as incident. Regarding haematochezia and ovarian cyst rupture, considering that essure acts locally in fallopian tubes, causal relationship between the reported events and suspect insert use is very unlikely. Other non-serious events were informed. Technical assessment and further information are expected.